Event description:
N/a.

Manufacturer narrative:
Aware date updated 05/15/2023.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) the system overheated and replaced with another cardiosave. There was no patient health hazard reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue; however, as a preventive measure the fse replaced the scroll compressor, motor control board, front end board, and 2 fans, and then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a

Manufacturer narrative:
Updated field: b4, d8, g3, g6, h2, h6 (health effect ¿ clinical code), h11. The failure analysis and testing dept. Received the following parts associated with this complaint: parts were received with a reported failure of the system overheating while the patient was had a 140 heartrate. The fat performed a visual inspection and found the parts to be in good condition. The fat installed both pn 0012-00-1564-01 in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No issue confirmed. The fat installed pn 0206-00-0734 in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No issue confirmed. The fat installed pn 0119-0236 in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No issue confirmed. The fat installed pn 0670-00-1159 in cardiosave test fixture serial number ca204341l1 and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No issue confirmed. The fat installed pn 0670-00-1164 in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No issue confirmed. Sending pn 0670-00-1159 and pn 0670-00-1164 to the supplier for failure analysis per procedure number 0002-07-d008 rev. Aq. Retaining the rest of the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. Failure analysis received from the supplier for pn 0670-00-1159. They stated that the part passed with no issues. Root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar. The following was submitted by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 19 dec 2024. Failure analysis received from the supplier for the part 0670-00-1164. Please see attachment. They stated: j5 (gg-0136-00-0432-02) failed external appearance. Replace j5. Input test results for ict, hi-pot, fct all pass. Probable root cause for this part is impossible to define. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. As.